Manufacturer narrative:
Conmed received nine (9) packages of the 10k150 tubing sets containing lot number 201609065 for evaluation. Visual examination of the returned packages found all tubing sets had a crease in the seal. The 9 tubing sets were forwarded to the packaging engineer for dye leak testing. Of the nine returned packages, 2 passed dye leak testing and the other 7 tubing sets failed; resulting in breach of sterility. A review of the device history record for this lot found no abnormalities that would contribute to this issue. Of this lot containing 1500 units, there have been no other similar reports received. A 2-year review of the complaint history for this device family shows there have been 75 reports related to this failure mode. (B)(4). To date, there have been no serious injuries or deaths related to this reported problem. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. An investigation has been opened to address this issue and to ensure product safety. The packaging anomaly was obvious to the distributor personnel and therefore prompted the return of the device for evaluation and replacement. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
The product has not yet been returned for evaluation. When the device is returned, conmed will perform an evaluation and upon completion will file a supplemental medwatch report.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, a crease was found in the sealing area of 9 sterile packages containing the 10k arthroscopy inflow/outflow tube sets. There was no patient involvement as this was found prior to distribution to an end user.